Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from the same lot were tested for limulus pyrogen test, hemolysis test, pyrogen (rabbit) test, acute systemic toxicity, and intracutaneous toxicity test. No abnormality was determined. Co is unable to determine the cause of the incident.

Event description:
Pt reaction, first use, preprocessed. Pt complained of lower back pain, stomach ache, chest pain, headaches, shortness of breath, and hot sensation in face. No fever or chills. Blood was returned, and pt was switched to another dialyzer.